Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported leak. It is possible that the device was not properly connected and/or procedural technique resulted in the reported leak; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily tortuous, heavily calcified, concentric lesion in the mid left anterior descending coronary artery. A copilot bleed back control valve (bbcv) was connected with a guiding catheter when blood was noted to be leaking out of the clamp seal a lot more than usual. A new copilot bbcv was used to complete procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.